Event description:
Event description cpi received information that at a routine follow-up the implantable cardioverter defibrillator (ICD) was found 'off.' The patient had recently had an implantable pulse generator (ipg) implanted, and during the procedure the ICD was turned off. The physician believed the ICD was reactivated after the ipg implant procedure was finished.